Event description:
The spouse used the suspect device to check the patient's blood glucose. Spouse obtained a results of 362 mg/dl. Spouse gave pt 30 units of insulin. Pt was incoherent and sluggish and spouse called the doctor. Spouse was told to call the ambulance, which, spouse did. When the emts arrived, they used the pt's meter and obtained a result of 335 mg/dl. On the way to the hosp pt was admitted and their glucose was near 900 mg/dl. Pt was given more insulin in the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.